Event description:
It was reported that during a ptca/stent procedure the stent delivery system was advanced to the lesion and the balloon was inflated to deploy the stent. After deflating the balloon, the stent was observed to be on the balloon and therefore, it was not deployed. The physician removed the entire system with the stent still mounted on the balloon. The case was completed by implanting another stent. The pt is reported to be fine.